Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Prior to device change due to normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were present. The physician will leave the lead implanted and monitor the patient.